Event description:
The customer reported via phone call that they were experiencing low blood glucose. Blood glucose level at the time of the incident was 53 mg/dl. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Insulin pump had multiple pump error alarm. Customer reported they were able to clear the alarm. Customer stated they were able to rewind the insulin pump. Displacement test was performed. It was passed. Self test was performed. It was not passed. Auto mode was not on at that time. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Unit passed active current measurement, sleep current measurement test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit failed to pass the self test due to pump error 63 occurring during testing. Unit passed dat test at (0.0873) inches. No over delivery anomalies noted during testing. Unit successfully downloaded to thus and carelink. Pump error 37 was present on (B)(6) 2022 08:31 am in history file. Pump error 42 was present (B)(6) 2022 08:31 am in history file. Pump error 63 (variable 3) was present on (B)(6) 2022 01:51 pm esf#nan, line# 367, file# 37 in history file. Confirmed 0.00 units of normal bolus was delivered on 05/13/2022 between 12:00 am and 11:59 pm. The electronic assemblies and motor assemblies were inspected and no anomalies noted. Motor was tested outside unit and it worked properly. The following were noted during visual inspection: scratched case, cracked case, battery tube threads cracked, cracked keypad overlay, overlay scratched, stained keypad overlay, pillowing keypad overlay, cracked case corner of belt clip rails, cracked belt clip rails, cracked case (battery tube), faded serial label, keypad overlay texture damage, dried insulin in motor slide. The p-cap/reservoir does lock properly. No over delivery anomalies noted during testing. Pump error 63 is confirmed due to cracked soldered join u1 (pin 1). Cosmetic damage is unknown due to battery cap missing. Pump error 37 is confirmed & pump error 42 is confirmed due to motor defect. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.